Event description:
Becton, dickinson (bd) alaris large volume pump infused intravenous fluids at inappropriate rate (too fast) due to broken platen door upper hinge. This type of defect has been associated with free flow events historically.